Event description:
Additional information was received that the cause of the high impedance was unable to be determined. The rate response trend was programmed off and isometrics were performed. No further noise or out of range impedance measurements were observed.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that when the medical personnel was reviewing the remote home monitor data, high out of range pacing impedance measurements of greater than 3000 ohms for the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead along with oversensing of noise on the ra channel were observed. Boston scientific technical services (ts) was consulted and discussed that the noise was from the minute ventillation signal and suggested programming the rate response trend off and then performing further troubleshooting to determine if there was an underlying issue with the lead or device present. The ra lead and crt-d remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that continued high out of range pacing impedance measurements of 3000 ohms were noted for the ra lead and crt-d via the remote home monitoring system. The patient was brought in and when the patient performed a hugging maneuver they were able to recreate slight noise on the ra channel. At this time the clinic has opted to continue to monitor the patient. Over a week later the patient presented to the clinic with complaints that the crt-d was emitting beeping tones every other day. Boston scientific technical services (ts) was consulted and discussed the normal tone pattern emitted from crt-d and suggested the patient keep a log to see if the beeping could be from something external. Ts also discussed there were no alerts noted on the remote home monitoring system and the clinic could have the crt-d interrogated to verify performance. At this time the crt-d and ra lead remain in service and no adverse patient effects were reported.